Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette had leaked during peritoneal dialysis therapy on the homechoice. The customer had already ended therapy and removed the supplies at the time of the call. There was no patient injury or medical intervention reported. No additional information is available.